Event description:
It was reported that 2 leads became disconnected since the middle of (B)(6) 2010. The company representative programmed the remaining lead and patient had adequate coverage. The patient was scheduled to revise the patient. There was no known accident or incident related to this complaint. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).